Event description:
Debilitating, has to walk with cane or walker [abasia]. Sleeping/tingling sensation all over [paraesthesia]. Nerve vents/fried nerves [nervous system disorder]. Nerve damage [nerve injury]. Headaches [headache]. Pain all over [pain]. Copper too high [blood copper increased]. Zinc high - level of 263 [blood zinc increased]. Device misuse (puts fixodent on heavy) [device misuse]. Case description: a consumer reported that they, a female (B)(6) years, used fixodent denture adhesive, form/version unknown 1 heavy application, 2/day beginning in 1987 and reported the following: was totally debilitated, had to walk with cane or walker, sleeping and tingling sensation all over, had nerve vents all over up to waist and fried nerves, nerve damage, headaches, pain all over, copper too high, and zinc level was 263 points higher than highest allowable limit, all beginning in 2009, and device misuse (puts fixodent on heavy). She consulted with a pharmacist and visited a neurologist. She had a blood test done to determine her copper and zinc levels. Her blood copper was elevated and her blood zinc was "263 points higher than the highest allowable limit." She had a nerve conduction test done which showed "her nerves were fried." Her treatment included: 2400 mg of neurontin daily, extra strength pain pills, a cane, and a walker. The case outcome was not recovered/not resolved. Past medical history included: allergy - none reported and medical history - alcoholic, car accident, brain damage, and had teeth pulled (B)(6). No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.